Event description:
A hosp rep reported the pt was allegedly experiencing shocks and believed her ipg had shifted positions. She also reported the pt's ipg was explanted. The date of the explant is unk at this time. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.